Event description:
It was reported that a patient presented for an implant procedure. After the procedure, it was noted that the patient's right ventricular (rv) lead exhibited r-wave amplitude variation, with diminished r-waves. X-ray imaging was performed and the physician suspected micro-dislodgement as the cause of the malfunction. Surgical intervention was planned but was not yet performed. The patient was stable throughout.